Manufacturer narrative:
The customer requested just a replacement battery with no engineer evaluation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery cannot be calibrated. There was no reported patient involvement.